Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive beta - human chorionic gonadotropin (bhcg) results above the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing of the original sample and an alternate sample produced results within the normal reference range. The erroneous result was reported outside the laboratory, but was amended by the subsequent results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer supplied qc charts, all levels of bhcg were within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on 09/16/2010 for this event. Fse performed preventative maintenance (pm) on the instrument. Fse also performed a high sensitivity (hs) system check, a carryover test, and qc; all passed within the customer's established ranges. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.